Event description:
It was reported that an altitude alarm occurred. The customer experienced an elevated blood glucose level of 507 mg/dL BG level was addressed with a correction bolus via the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their HCP to obtain a backup method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.